Event description:
It was reported that this ventricular (lv) lead had been dislodged. Additional information received and it was indicated that lv lead dislodgement has been confirmed through x-ray. The lv lead was surgically explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.